Manufacturer narrative:
(B)(4). D10: 00625006515 - bone screw - 63486202. 00625006520 - bone screw - j7520786. 00625006530 - bone screw - j7583503. 00625006530 - bone screw - j7583512. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 14 months post implantation due to a loose acetabular component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: h6: clinical sign. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a left total hip arthroplasty with cement screw fixation of the acetabular cup and what appears to be acetabuli protrusio. There is abnormal vertically oriented position of the acetabular cup consistent with patient's history of loose acetabular component. No dislocation. Femoral component is intact. A definitive root cause cannot be determined. The complaint is confirmed based on the provided x-rays. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.